Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "failed downstream occlusion". This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem, failed downstream occlusion was not reproduced. A review of the event history log identified multiple events of downstream occlusion. The reported condition was/was not verified.the reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.